Manufacturer narrative:
During a pci, a stent dislodged while going through another stent. The patient had a non-cordis stent implanted in the proximal lad in the setting of an acute mi. A week later, another stent was implanted in the left circumflex artery and a lesion in the distal lad was successfully pre-dilated before a planned implantation of a 2.5x13mm cypher select +. However, as the cypher stent was passing through the previously implanted stent in the proximal lad, the stent dislodged. The stent was retrieved and the procedure was completed successfully without adverse consequence to the patient. The precautions section of the IFU indicates that when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chances for dislodging the proximal stent. Additional information received indicated that the target lesion in the distal lad was calcified, tortuous and had 90% stenosis. The size of the stent previously implanted in the proximal lad was a 3.0x23mm. There was tracking difficulty experienced delivering the complaint product to the lesion. The reporter also indicated that the stent dislodged while pulling back and forth through the previously implanted stent. Upon withdrawal of the product, the physician noticed that the stent dislodged and upon successfully retrieval of the stent from the patient, the stent struts were noted to be uplifted. A procedural film review report from the independent cardiologist indicated that the patient had a stent placed in the left circumflex and an attempt to intervene on the distal lad was performed. The complication lay in the fact that the stent which was a cypher 2.5 x 13 select stent became dislodged on passage through the proximal lad stent. The films revealed a complex lad stenosis which was successfully treated with an acceptable angiographic result. The angiographic findings that I believe lead to the complication on marked tortuosity with angulation at the stented segment which may have lead to the dislodgement of the stent. It seems that severe vessel angulation and possible under-deployment of the proximal stent may have contributed to this complication. Apparently the stent was retrieved, and the procedure was completed successfully without adverse consequence to the patient. This case in review highlights the scenario where marked angulation may lead to difficulty in passage of the stent through a proximal stent. Wherever possible, in clinical practice the distal lesion should be treated first. However, this patient was initially intervened in the setting of ami involving the proximal lad leading to treatment of the proximal lad first. Angiographically, the possibility of under-deployment of the stent is suspected however there was no intravascular ultrasound imaging to confirm it. The product was returned for inspection. One non-sterile cypher select + 2.50mm x 13mm was received coiled inside a plastic bag. The balloon was already inflated. Residues of inflation media were observed in the inflation lumen and balloon. The stent was separated from the balloon, it was partially expanded and stretched; one end was uplifted and twisted. During microscopic analysis, marks or crimping can be observed on the balloon. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported dislodge failure was confirmed. The exact cause of the failure experienced by the customer could not be determined. However, neither the DHR review nor the product analysis suggests that the reported failure and stent damages could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the failure to track a product and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The uplifted struts may be attributed to the operator's attempt to cross the product trough the previously implanted stent and to the marked angulation of the vessel as well as the efforts made to retrieve stent from the patient. The information provided suggests that there are possible vessel characteristics (severe angulation) and procedural factors (tracking difficulty through a previous stent) that may have contributed to the reported events.

Event description:
Had the essure put in 11-06 constant pain, discomfort, and alot of bleeding, sometimes, I bleed for 2 months straight.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15060935 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Non-conformances: no non-conformance records were issued for this lot. Process monitoring: no excursions were found for lot 15060935. The fpi for crossing profile and stent retention was reviewed and no anomalies were found. Crimping machine parameters were reviewed and were found within specification during manufacturing process of this lot.

Event description:
The report received from the affiliate indicated that the patient had a non-cordis stent implanted in the proximal left anterior descending (lad) and returned one week later for a percutaneous coronary intervention (pci) to the distal lad. The lesion was pre-dilated with an unknown 2.0 mm balloon catheter at 10 atm for 8-10 sec. The physician attempted to implant a cypher 2.5 x 13 mm stent, however the stent dislodged from the stent delivery system (sds) at the level of the proximal lad. The dislodged stent was successfully retrieved using the sds balloon catheter and a partial inflation. Another stent was used to successfully treat the patient. There was no reported patient injury. The target lesion was reported to be: not calcified, and an 80% stenosis. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU.